Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that there was no test load present. Remote support from the customer care solution was received and it was determined the test load was needed. The customer ordered a replacement test load in order to resolve the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was with the test load. The reported problem was confirmed. The customer ordered a replacement test load in order to resolve the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.